Event description:
It was reported that upon interrogation the device reported a battery voltage of less than 2.2v. The device reported a battery voltage of 2.55v in 2008. Review of the real-time measurements trend showed that the device reached 2.55v in 2007. The device is being returned for analysis.

Manufacturer narrative:
Na